Event description:
During a gall bladder procedure, the clips would not hold after placing. The surgeon used a competing product to complete the case. There were no adverse consequences to the pt. One device returning.